Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/13/2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer is concerned with low blood results. The customer ran a back to back blood test, 46mg/dl and 20mg/dl. Reviewed the last 5 blood results in meter memory: 33mg/dl 8:59a-(B)(6). 42mg/dl 9:12a-(B)(6). 144mg/dl 8:55a-(B)(6). 89mg/dl 10:26a-(B)(6). 139mg/dl 9:52a-(B)(6). His expected blood sugar level is 125mg/dl-145mg/dl fasting. No adverse event reported.

Event description:
Customer is concerned with low blood results. The customer ran a back to back blood test, 46mg/dl and 20mg/dl. Reviewed the last 5 blood results in meter memory. His expected blood sugar level is 125mg/dl-145mg/dl fasting. No adverse event reported.